Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
It was reported that the patient had an rhc to check the accuracy of the sensor and assess the cause of the dampened waveforms (reported in mdv-2025-29600). The sensor was not recalibrated and the pressures did not match.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.